Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that had realized agb placed in 2008. In 2018 noticed that the band had zero restriction. Had fluoroscopy done 2018 and band appears to be functioning but with zero fluid in it. Attempted a fill and it showed under fluoroscopy that it was working, but soon after had zero restriction again. Had surgery in 2018 at which time my surgeon discovered a leak between the plastic of the band and the balloon. Band was removed and we are reviewing for possibly conversion to vsg.